Manufacturer narrative:
Device evaluation of battery pack sn 86423816 has been completed by the supplier. The reported problem (battery faults) was confirmed. The battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery pack sn (B)(6) is underway. The reported problem (battery/charger faults) was confirmed. Upon investigation the battery was unable to power on a monitor. There is no indication that patient protection was affected. The battery was returned to itech for further investigation. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack had battery/charger faults.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery/charger faults) was confirmed. Upon investigation the battery was unable to power on a monitor. There is no indication that patient protection was affected. The battery was returned to itech for further investigation. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack had battery/charger faults.